Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working anymore due to exposure to moisture. The customer's blood glucose was unknown at the time of incident. There was water inside of the battery compartment of the insulin pump. There was a crack at the side of the battery compartment of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed white and black spots in the upper right hand corner of the screen. The motor was unable to rewind. Unable to perform the displacement test due to the rewind anomaly. Upon further review of the device's interior, there was corrosion on electrical board particularly around both battery connectors, the back of the lcd display, and the home motor switch. Device has a horizontal crack in the battery threads. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible. Finally the middle (enter) keypad button is cracked.